Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), abdominal pain lower ("excessive cramping"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial)/ multiple surgies to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, abdominal pain lower, pelvic pain, dysmenorrhoea, dyspareunia, allergy to metals, urinary tract disorder, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted as per summons: removal date of essure device: (B)(6) 2014. Plaintiff received treatment for fallopian tube perforation, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary probs, uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Events per pfs: fallopian tube perforation, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, urinary probs, uti and vaginal discharge. Essure removal details updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (she had multiple surgies to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain and abdominal pain lower to be related to essure. The reporter commented: discrepancy noted as per summons: removal date of essure device:(B)(6)2014. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (she had multiple surgeries to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain and abdominal pain lower to be related to essure. The reporter commented: discrepancy noted as per summons: removal date of essure device: (B)(6) 2014. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.